Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 1.5 mg/day via an implantable pump. It was reported that the patient's pump was sticking out into her skin and the patient had pain at the pump site. The hcp tied the pump back down flat in the pocket and the issue was considered resolved. There were no environmental, external, or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting were performed. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.